Event description:
Additional information received from the customer reported that the scope's air feeding function and objective lens cleaning function was inspected prior to procedures and the scope was reprocessed according to the instruction for use (IFU). The scope was reprocessed prior to being sent to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. See b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis exera ii gastrointestinal videoscope had reduced angulation. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material and the bending section cover was dirty. The foreign material was a yellowish/brown in color, but was an unknown material. The report is being submitted due to foreign material in the nozzle and the dirty bending section cover found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in, evaluation found the complaint was confirmed and angulation was out of specification and had play. Evaluation also found the objective lens was chipped, the channel port was shaved, the image had shadows due to damage on the charged coupled device unit, the water removal ability does not meet the standard value due to clogging of the nozzle, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.